Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: the firing process was smooth for the first two firings. However, an unusual sound was heard for the third firing, and the firing handle locked and the firing process could not be completed. Surgeon had to open another set of stapler and loading to complete the firing process. Surgery time was not extended by 30 minutes or more. There was some bleeding but less than 250cc. The incomplete staple line was addressed by re-stapling next to it and removing the incomplete one.